Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6).

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the patinet faced an event of tubing detachment with an infusion set causing a high blood glucose after being in use for 2.5 days. Patient's blood glucose level at the time of call was reported to be 222 mg/dl. As a treatment patient took a bolus using the pump. The site of insertion was reported to be buttock. The location of detachment was reported to be site connector. Activity leading to event was reported to be walking. No further information available.